Event description:
On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, the pt reported feeling a burning sensation while charging. The pt measured the difference in temperature change and found it to increase up to 5 degrees. The pt stated that afterwards the site feels as if she has been sunburned and the ipg pocket is painful.

Manufacturer narrative:
Method: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.